Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This complaint has been reviewed and the following corrections have been made to reflect an "serious injury" in h(1). This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged lung cancer. There was no medical intervention required by the patient. The reported lung cancer,and chemo and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-03670-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. Section b2 was corrected to other serious or important medical events. Section h1 was changed from malfunction to serious injury. Section h6- health effect- clinical code, health effect- impact code were updated.

Manufacturer narrative:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer, difficulty breathing and coughing. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found there was an unknown sticker residue on the device bar code sticker. The manufacturer visually inspected the device internally and found contamination in blower box, contamination in filter port, contamination inside of blower fan. Minimal dust contamination in the blower assembly. The humidifier showed a small amount of liquid ingress under the bottom plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device the manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was not observed in this device.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).